Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. An inductive wand was used but the device could not be interrogated. The wand was placed in different positions without success. It was noted that the device was implanted subpectorally under the breast. The patient has a history of difficulty interrogating the device due to the patient's anatomy. No additional information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the pulse generator could be interrogated at a follow-up visit but it was suspected that the device had migrated. No additional information was reported.